Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast implant surgery two 550cc mentor memorygel breast implants experienced rupture on the right side complicated by pain on the right side and granuloma formation in the right axilla confirmed by mammography and ultrasound. It was also reported that the patient has developed breast mass in both breasts. Core biopsy of both breasts was performed. The results of the pathology report have not been provided. It was also reported that the patient has developed capsular contracture (bg-unk) in the right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.